Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. There had been a sudden decrease in battery longevity. The patient had been seen six months ago and the estimated battery longevity remaining was about 2.5 years. Today, the estimated battery longevity remaining is at 1 year. Data analysis was performed, and boston scientific technical services confirmed that there was an increase in power consumption. Technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. Additional information was provided, it was reported that the device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. There had been a sudden decrease in battery longevity. The patient had been seen six months ago and the estimated battery longevity remaining was about 2.5 years. Today, the estimated battery longevity remaining is at 1 year. Data analysis was performed, and boston scientific technical services confirmed that there was an increase in power consumption. Technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. Additional information was provided, it was reported that the device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. There had been a sudden decrease in battery longevity. The patient had been seen six months ago and the estimated battery longevity remaining was about 2.5 years. Today, the estimated battery longevity remaining is at 1 year. Data analysis was performed, and boston scientific technical services confirmed that there was an increase in power consumption. Technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.